Manufacturer narrative:
Device was received with a critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly. Unable to verify pump error 35 due to download difficulties

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical broken force sensor error. The blood glucose level was 157 mg/dl at the time of incident. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.